Event description:
Spontaneous call from patient. She was changing her cassette and was getting a high pressure alarm. She had tried with both pumps and got a high pressure alarm both times. She made a new cassette and when she attached to the pump, there were no more alarms. It was the cassette that she had mixed that was the problem. The pumps are not being replaced and are working fine. She did not have any lot number info. She did not have adverse events, md not aware. Did the patient have a backup device they were able to switch to? Yes. Reported to (B)(6) by: patient/caregiver; dose or amount: 96ngkg/min; frequency: continuous; route: IV; dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: pah.